Manufacturer narrative:
Olympus is attempting to identify the appropriate user facility to obtain additional information. Conflicting information was provided as to the model of the subject device. The serial number of the subject device was not provided. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined. If significant additional information is received, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that a patient was reportedly diagnosed with a condyloma infection of the perianum approximately 13 months after having received a colonoscopy procedure. The condyloma infection was later allegedly determined to be due to a (B) (6). The reporter alleged the source of the infection was an insufficiently processed endoscope. The patient was reported to have allegedly sustained a permanent infection with (B) (6).